Manufacturer narrative:
Root cause: upon detailed review of the received part, solvent can be seen at the top, inner surface of the tubing. This is an incorrect application and can have negative effects on the long-duration performance of the set. It can introduce added stress on the tubing while the centrifuge is in motion. A build up of solvent (not properly distributed) can weaken the tubing. Both of these effects can make a tear in the tube more likely to occur. Correction: manufacturing staff were made aware of this incident and retrained to the appropriate procedures on (B)(6) 2014.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
Investigation: the disposable set was returned for evaluation. Upon visual inspection, a pinhole (tear of approx 1 mm) was confirmed at the inlet line where it exits the centrifuge collar. Solvent was present to the top of the collar. The inlet line was bonded by this solvent to one of the "corners" of the clover. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported that they received a 'fluid leak' alarm after 4 hours into the mononuclear cell (mnc) collection procedure. Patient information is not available at this time. Terumo bct is awaiting return of the disposable set for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.